Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Event description:
It was reported that following a percutaneous coronary intervention (pci) and stent procedure, an angio-seal was selected for use. The following morning, the pt lost approx 300ml of blood while walking with the nurse. Digital pressure was applied. Two days later, the pt experienced a hematoma in the right groin with pedal pulses present. The pt was discharged two days later. There were no reported consequences to the pt. The pt was reported to be obese. No add'l info is available.